Event description:
It was reported via a medwatch report that the pt was having a thrombectomy of arteriovenous (av) graft in the cardiac cath lab when the percutaneous thrombolytic device (ptd) became impacted in the vicinity of the arterial anastomosis of the left brachial artery and could not be dislodged by the surgeon. The pt was taken to the operating room (or) for exploration and retrieval of the device. The surgeon's partner however, upon arrival to the operating room, was able to dislodge the device with a combination of gentle retrograde retractions and counter-clockwise rotations, without having to explore. The trerotola device was removed with all visible parts intact. The surgeon then completed the thrombectomy of the av graft. There was no delay in treatment, no pt death and it is unk if there were pt complications. Additional info from the user facility report: pt was having thrombectomy of av graft in the cardiac cath lab when the trerotola thrombectomy device became impacted in the vicinity of the arterial anastomosis of the left brachial artery and could not be dislodged. The pt was taken to the operating room for exploration and retrieval of the device. The surgeon, however, upon arrival to the operating room was able to dislodge the device with a combination of gentle retrograde retractions and counter-clockwise rotations, without having to explore. The trerotola device was removed with all visible parts intact. The surgeon then completed the thrombectomy of the av graft. In talking with the surgeon, he feels the button the drive unit should have some type of shield or guard on it so that he cannot be accidently activated. He does feel that he activated the device prematurely but also feels there is a design flaw.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available. Additional info from the user facility report: (B)(6). Arrow, trerotola ptd rotator drive unit and catheter, (B)(6).